Event description:
It was reported that "during an endoscopic operation the telescope rod lenses broke. The telescope then had a big black line across the screen, and the endoscopic case was unable to continue as there were no back up telescopes. The case had to be converted into an open surgery case."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation the event is filed under internal karl storz complaint ID: (B)(4).